Event description:
It was reported that the ventricular lead warning triggered for low impedance. It was determined that the warning triggered due to cautery from a previous surgery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.